Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision and continued to have a corneal edema. The patient was on numerous eye drops. Additional information has been requested; however, further information has not been received.